Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent as appropriate. Lawyer-filed report - (B)(4).

Event description:
It was reported by a plaintiff's attorney that the plaintiff experienced emotional distress and a problem with the product. The device was implanted for treatment.